Manufacturer narrative:
Evaluation, results: fowler, gas spring trip.

Event description:
It was reported by service report that the fowler could not be raised. No patient involvement or adverse consequences are reported.